Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event visual examination of the provided photos identified the taper insert with an area cutout to facilitate its removal and another showing the taper insert next to the cup that it was removed from. Nothing can be determined from the supplied photos that assist with the investigation of the event. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04343.

Event description:
It was reported that during a hip revision surgery the surgeon was unable to disengage the taper from the stem trunnion. A midas rex and a carbide drill were used to remove the taper adapter. Attempts have been made and additional information on the reported event is unavailable at this time.